Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic for a device check. Interrogation revealed ventricular fibrillation episodes due to noise. Noise reversion episodes were also noted. Noise was not reproducible with isometrics, and there were no other electrical anomalies. Programming changes were made.